Event description:
During the procedure, the cashmere microcoil ((B)(4)) was implanted, but the basket shaping was not satisfactory. Then, the microcoil was withdrawn into the select lp-es microcatheter ((B)(4)) and planned to adjust micro-catheter tip, but the coil was detached in microcatheter during withdrawal process. Both, the lpes microcatheter and cashmere coil were changed to a 2.5*3.5 coil and a 2*4 coil to complete the procedure. Prior to the event, a 6f guiding catheter and prowler select lpes micro-catheter were positioned at the in the mca aneurysm. The artery was not stenosis, and the puncture site was femoral artery. No impact to the patient was reported, and the devices will be returned for analyses.

Manufacturer narrative:
A non-sterile select lp-es 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected and compressed sections were noted on it. The received microcatheter was inspected under microscope and compressed sections were noted on it. The cashmere microcoil was exposed when the microcatheter was cut. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.014" guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until it was stuck at 85cm from hub. After that the microcatheter was cut at 90cm from hub and the cashmere microcoil was exposed and it was removed from the microcatheter. After that the microcatheter was flushed again using a lab sample syringe (nipro) and the 0.014" guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until it the microcatheter's distal tip. Slightly resistance/friction was felt when the guidewire was pass through of the compressed sections found on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of resistance friction inner lumen was confirmed. The cause of the failure experienced by the costumer appears was due to the compressed sections found on the device. The damages found on the device could not be conclusively determined; however, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither, the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The following information was accidentally not included in follow-up 1 medwatch report: during the procedure, the cashmere microcoil (B)(4) was implanted, but the basket shaping was not satisfactory. Then, the microcoil was withdrawn into the select lp-es microcatheter (B)(4) and planned to adjust microcatheter tip, but the coil was detached in microcatheter during withdrawal process. Both, the lpes microcatheter and cashmere coil were changed to a 2.5*3.5 coil and a 2*4 coil to complete the procedure. The basket shape was not satisfactory was reported with additional information to be poor conformability. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). Prior to the event, a 6french guiding catheter and prowler select lpes microcatheter were positioned at the in the mca aneurysm. The artery was not stenosis, and the puncture site was femoral artery. No impact to the patient was reported, and the devices will be returned for analyses. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452.

Manufacturer narrative:
During the procedure, the cashmere microcoil ((B)(4)) was implanted, but the basket shaping was not satisfactory. Then, the microcoil was withdrawn into the select lp-es microcatheter (B)(4) and planned to adjust microcatheter tip, but the coil was detached in microcatheter during withdrawal process. Both, the lpes microcatheter and cashmere coil were changed to a 2.5*3.5 coil and a 2*4 coil to complete the procedure. The basket shape was not satisfactory was reported with additional information to be poor conformability. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). Prior to the event, a 6french guiding catheter and prowler select lpes microcatheter were positioned at the in the mca aneurysm. The artery was not stenosis, and the puncture site was femoral artery. No impact to the patient was reported, and the devices will be returned for analyses. A non-sterile select lp-es 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected and compressed sections were noted on it. The received microcatheter was inspected under microscope and compressed sections were noted on it. The cashmere microcoil was exposed when the microcatheter was cut. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.014 guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until it was stuck at 85cm from hub. After that the microcatheter was cut at 90cm from hub and the cashmere microcoil was exposed and it was removed from the microcatheter. After that the microcatheter was flushed again using a lab sample syringe (nipro) and the 0.014 guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until it the microcatheter's distal tip. Slightly resistance/friction was felt when the guidewire was pass through of the compressed sections found on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the returned condition of the devices functional testing for insertion of the coil through a microcatheter or insertion of a device through the returned microcatheter cannot be performed. Theretofore, no conclusion regarding its impact on the event can be determined. Based on the available information and analysis of the returned devices, no conclusion can be made regarding the reported resistance friction, coil premature detachment or coil poor conformability during use of the cashmere 14 cerecyte microcoil and select lp-es microcatheter. It appears that withdrawal in the presence of this resistance led to the detachment of the coil, and procedural factors (aneurysm and vessel characteristics) may have contributed to the events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452.